Manufacturer narrative:
Examination of the returned instrument confirms damage to the screw attachment on the strike pad feature. The lead thread is smashed in towards the second thread in two separate places. The damage is consistent with improper impaction. A search of the complaints databases identified no similar reports against the product code or the product/lot code combination. The event is considered isolated and the root cause is misuse via handling. Corrective action not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Screw attachment is stripped.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.